Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345 through causality. The upstream thermistor reading was 73 degrees, after calibration the reading was 81 degrees. It was determined that the ultrasonic sensor required replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it experienced a system error 345 (thermistor disparity) alarm. No additional information is available.